Event description:
The customer reported that the esc button was no longer responding. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronics and motor assembly. Unable to test for the button/keypad anomaly due to the blank display.